Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Shipping & billing addresses confirmed. Npi. (B)(4). ***unit came it completely dis-assembled. Good news: all but 2 screws and one motor bushing were accounted for. Also good news: several phone calls established exact problem (motor wires broken); did not have to re-assemble only to find it would not work. *** ===recalls required: none. ===repairs completed (mnr): customer: "unknown issue". Unit arrived dis-assembled. Contacted customer for guidance: they found (but did not document) two broken wires on the drive motor (confirmed). No other reported issues. Replaced drive motor and moderately worn belt. Plastics replaced (no prp): rear case, carry handle. Other repairs: barrel clamp (cracked), iui's (oxidized), module latch (sticking, not smooth). ===maintenance actions: calibration, pm. Sku unchanged. ===tamper seal: uhh. Void. Unit arrived disassembled. To customer: in the future, please state known issues ("motor wires broken", for instance, in this case), and send unit assembled. This will facilitate initial inspections and testing on receipt. When units come in disassembled, it takes time to re-assemble before initial assesment can be done. Thanks!! (B)(4).